Event description:
Paramedics atended to a pt in cardiac arrest, witnessed to have collapsed while dancing. Defibrillation therapy was administered 3 times. Reportedly, on the third attempt, the crt went blank. The operator then immediately switched the battery select switch from well #1 to well #3 and reportedly the crt display returned. Therapy continued and 2 more defibrillation attempts were made. The pt was transported to the hosp. The pt was revived however later slipped into coma.